Event description:
A site reported that a radiographer attempted to park the tube head of the x-ray system after completing a pt x-ray. According to the reported complaint, when the tube was half way down the column, the radiographer could not move the tube further down into the park position. After the radiographer's unsuccessful attempt to move the tube into the parked position, the counterweight cables detached and the tube fell 12 inches. The machine was not in use with a pt at the time of the reported event. No injury was reported. A ge field engineer went to the site the following day and discovered that the nuts holding the cables had fallen off. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.